Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge during the load sequence. Multiple cartridge changes were performed to resolve the issue. Customer¿s blood glucose level was 145 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with xxx units of insulin during the load sequence. Multiple cartridge changes were performed to resolve the issue. Customer¿s blood glucose level was 145 mg/dl.